Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated pth result of 223 for one patient sample. The sample was repeated and generated a pth result of 57. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The sample probe was replaced by field service due to the part being worn out from normal use. The manifold kit valve is the complaint likely cause and the subject of this evaluation. On (B)(6) 2013 the customer observed error code 5205, sensor detected a reaction vessel in the process path when attempting to load a new reaction vessel. Review of service notes indicated service to this customer addressed the reaction vessel issue. The field service representative identified the manifold kit valve as leaking and replaced it to resolve the issue of discrepant results. Tracking and trending identified no adverse trend for the customer issue. Labeling was reviewed and found to be adequate. Based on the available data a product deficiency was not identified.